Event description:
During a rotator cuff repair procedure utilizing a truepass needle, single pack, sterile bx 5, it was reported that the tip of the needle broke off while passing through the rotator cuff tissue. The broken piece of the needle was not removed from the patient. A backup device was available to complete the procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: the truepass needle was returned without the truepass suture passer, self-capture. The needle was dimensionally measured in thickness and width and confirmed to be within specification. The weld is intact and the needles demonstrate evidence of duraglide over the required length. Outer concave surface of needle when bent shows damage across the needle not typical of normal usage. Inner concave surface of needle when bent shows a deep scratch along the edge which is not typical of normal usage. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. Due to these observations, no root cause related to the manufacturing process can be established. (B)(4).